Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. The results of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Brush head broke inside mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that there was an oral-b dualaction brushhead (dual clean) that broke inside her mouth. She asserted that she wasn't hurt. This was not the first time that she had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke inside mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on 09-dec-2016 that there was an oral-b dualaction brushhead (dual clean) that broke inside her mouth. She asserted that she wasn't hurt. This was not the first time that she had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.